Event description:
Event description guidant received information that these transvenous defibrillation leads were not successfully implanted. The physician had difficulty placing them in the desired position. The defibrillation coil would stretch with the repeated attempts to implant the lead, given the patient's anatomy. When attempting to remove one of the leads, the insulation tore and bunched up; the physician continued to pull with force on the exposed conductor in an attempt to free the stuck lead. The lead broke near the patient's clavicular/first rib region. The seperated distal segment remains in the patient.